Event description:
It was reported that the patient was "heading back to the hospital as they are still not feeling well." No additional information was provided. Outreach attempts were made, but were unsuccessful. If additional information is provided, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.